Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, the delivery balloon ruptured and the physician had to surgically remove the delivery system from the common iliac artery. A 16fr expandable sheath was advanced into the left femoral artery up to the descending thoracic aorta without issue. A 29 sapien 3 valve was prepped per IFU and was deployed into the native annulus. Upon deployment, the balloon ruptured due to protruding calcium in the stj. Upon withdrawal of the delivery system, the balloon could not be withdrawn into the esheath due to balloon ¿deformation¿ secondary to the ruptured balloon. The sheath was pulled back into the external iliac artery. The delivery system was withdrawn into the left common iliac artery where it became stuck due to calcium. After multiple attempts a vascular surgeon performed a retroperitoneal incision and completed a left common iliac endarterectomy with transection of the distal balloon. This facilitated safe removal of the delivery system. The artery was repaired and the patient left the operating room in stable condition. .

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection revealed that the delivery system was returned without the inflation balloon, balloon spring, and nose tip. The crimp balloon appeared twisted due to handling. The delivery system was returned locked in the packaging position. The flex tip outer diameter (od) was measured as it represents the largest delivery system component that is passed through the sheath. Measurements were taken to investigate if the delivery system flex tip potentially contributed to the reported event of withdrawal difficulty. All measurements met specification. No relevant dimensional inspections could be performed on the balloon as the working length of the inflation balloon was not returned. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst/inflation balloon, balloon spring, and nose tip missing). During manufacturing, the delivery system balloons undergo multiple 100% inspections and product verification testing. These inspections support that it is unlikely that a manufacturing nonconformance was the source of the ¿balloon burst¿ and ¿delivery system - withdrawal difficulty through sheath.¿ transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for balloon burst was confirmed. The delivery system was returned without the working length of the inflation balloon, indicating that the balloon was likely torn and separated from the device. Per the cer, the patient has severe calcification in the annulus, native leaflet, aortic root, and access vessel, which can result in balloon damage and subsequent burst. In addition, the complaint description states that ¿the balloon ruptured due to protruding calcium in the stj.¿ while over-inflation can also burst a balloon, based on available information from the complaint history review, the suspected root cause is likely due to patient factors (calcification). The complaint for ¿delivery system - withdrawal difficulty through sheath¿ was confirmed. The device was returned with the nose tip, balloon spring, and inflation balloon missing from the delivery system. Patient/procedural factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification/ vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, position of the flex tip on the delivery system during retrieval (procedure instructs the use to ensure flex tip is still over the triple marker) and residual fluid in the inflation balloon post thv deployment. The cer states that the patient¿s access vessel had severe calcification and mild tortuosity. In addition, the complaint description notes that ¿the balloon could not be withdrawn into the esheath due to balloon ¿deformation¿ secondary to the rupture¿ and that when the delivery system was withdrawn into the left common iliac artery, ¿it became stuck due to calcium.¿ the reported condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath as the balloon component can drag or catch onto the sheath distal tip during retrieval. In addition, if the balloon caught on calcium, this would also contribute to the observed withdrawal difficulties. Based on the available information, the combination of patient and procedural factors likely contributed to the reported retrieval difficulty. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient factors may have contributed to the events. Review of the complaint history for the month of january 2017 revealed that the occurrence rate did not exceed the control limits for these failure modes. No corrective or preventative actions are required at this time.